Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4)

Event description:
It was reported that the pull wire was not released from anchor when deployed. The anchor locked the suture and the pull wire remained sticking out of the implanted anchor. The surgeon attempted to pull the wire out of the anchor several times during which the pull wire broke. There was a small piece of the pull wire left in the anchor and sticking out of the distal end.

Manufacturer narrative:
Alleged failure: pull wire breakage. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is a manufacturing issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Mfg date: 12/22/2015. (B)(4).

Event description:
It was reported that the pull wire was not released from anchor when deployed. The anchor locked the suture and the pull wire remained sticking out of the implanted anchor. The surgeon attempted to pull the wire out of the anchor several times during which the pull wire broke. There was a small piece of the pull wire left in the anchor and sticking out of the distal end.